Event description:
It was reported by the patient that they had their device adjusted about 1 1/2 weeks ago and since then, the patient gets short of breath (sob) when walking a short distance or going upstairs.the patient was inquiring if this could be related to the "device adjustment". The patient also reported that they are "huffing <(>&<)> puffing". The patient was referred to contact their physician. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).